Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 814:01. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The condition was confirmed through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified as depleted main batteries. The main batteries and battery harness was therefore replaced. If any additional information is received, a follow-up MDR will be sent.